Manufacturer narrative:
The ventilator was reported with generating peep high alarm and not passing pressure transducer test during pre-use check. Our service technician on site could reproduce the issue with the ventilator failing pressure transducer test. One of the pressure transducer pcb was replaced which solved the issue. The ventilator passed pre-use check and was cleared for clinical use. No parts were returned for investigation, device logs are available for investigation. Evaluation of the received test log showed that the pressure transducer test had failed due to the measured inspiratory and expiratory pressures differed more than 6 cm h2o and also due to that the expiratory pressure sensor's zero offset value had drifted and exceeded the allowed limit (±300mv from default). This offset drift if it occurs during ventilation may affect the measured peep and measured airway pressure. The conclusion is that the reported failure was caused by a drifting pressure sensor on the pressure transducer pcb. Since the replaced part was not returned for investigation, the root cause of the drifting pressure sensor has not been determined.

Event description:
Manufacturer reg # (B)(4).

Event description:
It was reported that peep (positive end expiratory pressure) value was higher then set. The patient involvement is unknown. Manufacturer ref.#: (B)(4).